Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison of 190 (true metrix) and 106 mg/dl (another meter) and results obtained of 190 mg/dl. The customer's expected fasting blood glucose test result range is 90 to 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 12/15/2017 and open vial date is approximately three weeks ago. (B)(6). Customer is calling concern with the high blood sugar the meter is giving. Customer states that she went to have surgery on her eye on (B)(6) 2017 she you ran a blood test at home and got 108 mg/dl fasting but when she got the hospital 1 hour later they run a blood test got 52 mg/dl. Customer states that the meter is giving very high blood results. They had to give her some sugar to bring her blood up. Customer bought another meter, freestyle at the pharmacy. Customer then run a blood test on the new meter freestyle meter and got 106 mg/dl but the true metrix meter is giving 190 mg/dl. Customer states that her normal glucose range is 90-110 mg/dl.